Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, missing shell. Red particles,crease fold, and observed 40 mm dark patch edge material inside gel device. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified sharp broken edge and striated broken edge. A dimensional measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment was a sharp broken edge on patch bond edge due to an unidentified (tear) opening, a striated broken edge due to surgical damage consistent in the use of some surgical tools, and missing shell due to inconclusive.